Manufacturer narrative:
The reason for this incident was a use error. Against the instructions for use (IFU) the table was modified and a damaged cord was used. According to the IFU modification on the product, like using another power cord, is not allowed. The user is warned as follows concerning the risks related to such modifications: "potentially fatal! Risk caused by unauthorised modifications. Modifications at the product are not permitted." In the IFU the user is told, not to use or repair by himself a defective product. The charging procedure for the table is described in the IFU. It is described how the table should be connected to mains supply. According to this description, first the supplied power cord should be connected to the mains connection of the or table. Afterwards the cable should be plugged into the mains power outlet. According to the information we received from our customer this order was not followed and the cable was first connected to the mains power outlet. A service technician from getinge-maquet has investigated the affected table and the used power cord. The table was neither damaged nor malfunctioning. The used power cord was not the originally delivered cord and showed an exposed wire. Ghe contacts full phone# is: (B)(6). Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The following was reported. A member of staff wanted to charge the table. The used power cord was not the originally delivered card and was damaged. The power cord was connected to mains. Afterwards he wanted to connect the cable to the or table. Due to the damage at the cable, the user received an electric shock. He suffered burns at his left index finger. The burn was treated and the patient stayed at the intensive care unit for 24 hours for observation. He could leave it after that without any further events. Manufacturer reference # (B)(4).